Manufacturer narrative:
(B)(4). Per data log analysis, on (B)(6) 2016: 08:41:46 calibration successfully completed, 08:46:58 flow is set to 3.91 l/min from the ccm, fio2 set to 100%, 11:00:28 flow set to 3 82 l/min from the ccm, 11:00:48 flow reduced to 2.31 l/min using the local flow knob, 11:02:44 calibration successfully completed again, 11:03:39 flow set to 2.16 l/min with the knob, 11:17:11 flow set to 3.66 l/min from the ccm, 13:35:18 the perfusion screen is exited. The log shows no indication of a problem with the epgs. The flow meter on the epgs measured flow matched the set point. The suspect device is being returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) flow was set at 3.9 but ball on flow meter went to 9.5. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the system on (B)(6) 2018 was set up and calibrated prior to going on bypass. The perfusion team sets up the electronic patient gas system (epgs) and calibrates the oxygen (o2) sensor with all the components hooked up. The certified clinical perfusionist (ccp) commenced cpb and put his air flow to the oxygenator at 3.9 l/min. After some time on bypass, his set point was 3.9 l/min, but the external flow meter started reading 9.5 l/min. He opted to do a calibration on bypass, which I advised him in the future to not do that and just use local control knobs. Once the calibration on bypass was completed, he used manual controls to get the ball on the external flow meter to approximately 3.9 l/min, he noted that the ccm slider for air was reading 1.0 l/min. He noted that the flow was erratic a few more times, and adjusted with manual controls to keep his external flow meter approximately 3.9 l/min. Their protocol is to take arterial gases every half hour, and during the period in which this occurred, the ccp stated that the patients partial pressure of carbon dioxide (pco2) was 30 mmhg. There was no issue with the fraction of inspired oxygen (fio2) on the epgs, and respectively no concern with the patients partial pressure of oxygen (po2) levels. The field service representative (fsr) went in the next day and the system passed with no issues, but the decision was to exchange the unit proactively. This incident did not delay the surgical procedure, and there was no harm or blood loss associated with the event.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the electronic patient gas system (epgs) to operate as intended throughout the evaluation. The epgs was connected to a system 1 simulator and central control monitor (ccm). Oxygen (o2) and air were attached at 50 pounds per square inch (psi) and waited the 15-minute warm-up period. Calibration was initiated and passed. The measurement of direct current (d/c) output voltage from the o2 sensor at five liters per minute (l/min) and 100% o2 was 1.57 volts (v), within specifications of .55-2.758 v. The air flow was set to 3.9 l/min. The ccm and external flowmeter both read 3.9 l/min. The epgs was tested through its range of flow and the external flowmeter matched the set point and the ccm readings.

Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician (srt) was unable to duplicate the issue. The flowmeter was replaced as a precaution. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.